Event description:
It was reported that during a coronary intervention, guidewire removal difficulties were encountered. The lesion being treated was located in the circumflex (cx). Following wiring of the lesion, a 3.5x16 liberte monorail stent was deployed at 16atms. After the stent delivery system was removed, the physician attempted to remove the choice guidewire but encountered resistance. It was reported that it "looked like the end was looped around the distal end of the stent." Tried using a maverick otw balloon to inflate the area but, the guidewire still could not be removed. When the physician pulled forcefully on the wire, it came out along with the stent. The lesion was rewired and another manufacturer's stent was then placed. No patient complications were reported. Patient status was reported as 'okay'.